Event description:
It was reported the patient had an advance sling implanted on an unspecified date. The patient experienced recurring incontinence and pain at the right transobturator and was implanted with an alternative continence device. No further patient complications were reported in relation to this event.

Event description:
Additional information received the patient's incontinence was "good at first - then worse." The recurring incontinence and pain were due to the sling being "misplaced." The sling was "cut."